Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected to add country name: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not identified whether the device fault caused the phenomenon. The physical check was not conducted as the device was not returned. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera iii xenon light source is unable to display image when connecting the endoscope. In addition, an e315 error was shown. The event occurred during preparation for use. Additional information as been requested to clarify the event however, no response has been received to date. There was no patient involvement, no harm or user injury reported due to the event.